Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "grade IV capsular contracture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and grade IV capsular contracture.

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "grade IV capsular contracture". This record is for the right side. The device remains implanted.